Event description:
When the neuroform microdelivery stent system was inserted in the patient and then pulled back out there was a piece of hair/fuzz at the tip of the product. Patient was treated for a wide neck, non-ruptured pcomm aneurysm, not previously treated. The patient first received a 4.0 x 15 neuroform microdelivery stent system in the ica in the vicinity of the neck. One distal stent leg dropped into the aneurysm neck. The patient received standard anticoagulant and antiplatelet therapy associated with stent placement. The patient then received 6 matrix coils, starting wih a 6x10 standard 3 d. Eight gdc coils followed, beginning with a 2x6 us. The patient woke up from the procedure completely normal. The next morning the patient demonstrated left arm weakness and angio showed occluded right distal mca branch. The patient was thrombolysed with tpa and reopro and the patient expired. The thought is the dual stent combination played a role in the thrombosis. It is doubted the matrix/gdc complex played a role.